Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported by customer that chemo line detached from patient twice over night. Pump would not stay connected and did not alert of disconnection. Malfunction caused delay in chemo. There was patient involvement, but the outcome is unknown.

Manufacturer narrative:
Correction: describe event or problem. Additional information: imdrf annex a, g codes and manufacturer narrative. Root cause: the root cause for the reported issue that device had failure to alarm was not determined because no product or device logs were returned. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that a chemotherapy infusion line detached from the patient twice over night. The pump would not stay connected and did not alert of disconnection. The issue caused a delay in chemotherapy administration. There was patient involvement, but the outcome is unknown.